Event description:
It was reported by the sales rep that the u-kit isn't lighting up inside the pt. If they pull it outside the body, it lights up but it is dim and once it goes back inside the body, the camera doesn't pick it up.

Manufacturer narrative:
Investigation is on going. Add'l info will be provided once investigation is completed.